Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. (B)(4) - the reported event of clip failed to release from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was placed onto the tissue within the colon however; the clip would not release from the catheter. Reportedly, the clip was pulled off the tissue and removed from the patient with the catheter. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.